Event description:
It was reported that; primary surgery performed on (B)(6) 2016. Surgeon performed a stabilization placed screws above and below l1 fracture caused by the patient being ejected from a vehicle, surgeon was satisfied with the system. During a routine follow up visit on (B)(6), the surgeon's physician assistant said the patient had some pain, (which was consistent with post op status considering the patient's type of fracture.) Upon examination of the patient's xray it was noticed that the superior portion of the left rod was no longer inside the pedicle screw. The set screw blocker was free floating in the body. Revision surgery was performed on (B)(6) 2016, the loose set screw was found outside of system. During the revision surgery the crosslink was removed and rod of left side of the patient was replaced along with the superior left screw (t11/t12 most cephlad screw) on left. New rod was cut, placed and locked down with new set screw blockers and new crosslink.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Functional inspection was performed. The blocker was threaded into a test screw and held in place a test rod with no issues. Conclusion: due to insufficient information provided, the root cause cannot be determined conclusively.

Event description:
It was reported that; primary surgery performed on (B)(6) 2016. Surgeon performed a stabilization placed screws above and below l1 fracture caused by the patient being ejected from a vehicle, surgeon was satisfied with the system. During a routine follow up visit on (B)(6), the surgeon's physician assistant said the patient had some pain, (which was consistent with post op status considering the patient's type of fracture.) Upon examination of the patient's x-ray it was noticed that the superior portion of the left rod was no longer inside the pedicle screw. The set screw blocker was free floating in the body. Revision surgery was performed on (B)(6) 2016, the loose set screw was found outside of system. During the revision surgery the crosslink was removed and rod of left side of the patient was replaced along with the superior left screw (t11/t12 most cephlad screw) on left. New rod was cut, placed and locked down with new set screw blockers and new crosslink.